Event description:
It was reported that an ilet user experienced an occlusion alert while using a contact detach 6 mm/23 in infusion set, with blood glucose reaching 253 mg/dl and remaining elevated for a few hours; the anchor had detached and been taped, and insulin delivery was impeded until a full supply change was performed. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included user education, troubleshooting, and shipment of replacement supplies, after which insulin delivery was resumed and glucose levels began to decline. Investigation included guided infusion set replacement, review of pump status indicators, and assessment of cartridge handling. Investigation of this case revealed that the initial occlusion resolved with supply change and that subsequent persistent hyperglycemia was associated with user setup errors, including not filling the cartridge, not rewinding, and not filling the cannula after switching from prefilled cartridges. It was concluded, based on previously established findings for similar reports, that the cause was user handling and setup error leading to interrupted insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.